Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system aspiration catheter 6 (cat6). During the procedure, after making multiple passes using the cat6, the physician noticed a decrease in aspiration; therefore, the cat6 was removed from the non-penumbra sheath. Upon removing the cat6, the physician noticed its tip was kinked and therefore, the procedure was completed using a new cat6 and the same non-penumbra sheath. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the device is no longer available for return as mentioned in the initial MDR; therefore, the MDR was updated accordingly. The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The device was lost and not returned.